Event description:
Pt was undergoing an MRI of the brachial plexus. When preparing the pt for the next portion of the exam, it was noted that she had developed blistering to the lateral portion of her upper arm. The pt was sent to the emergency dept, where she was diagnosed with a second degree burn. She was treated with analgesics and topical burn ointment. The pt's skin had what was described as a "glittery look" to it, possibly from the presence of lotion.